Event description:
It was reported that at the beginning of a leg surgery, the tourniquet cuff would not hold pressure. There was some blood leakage into the surgical site, but there was no reported intervention due to this event and the procedure was completed successfully.

Manufacturer narrative:
The tourniquet cuff has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.